Event description:
It was reported that a patient underwent an incisional umbilical hernia repair procedure on (B)(6) 2011 and mesh was fixated with absorbatacks. On (B)(6) 2011, the patient returned with a recurrent hernia. On (B)(6) 2011, the patient underwent a second laparoscopic procedure. The initial mesh was removed because it was not grown into the abdominal wall. A new larger piece of mesh was placed. The patient is currently feeling well.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. User error caused the event. Two pieces of explanted mesh, fixated in formaldehyde solution were returned. Both pieces show a peritonealisation on both sides. According to the received information the mesh was fixated with absorbatack every 2-3 cm. In the IFU, a distance of 6.5-12.5 mm is recommended. The initial fixation failed and subsequently the mesh was not incorporated into the abdominal wall, resulting in a recurrence.

Manufacturer narrative:
(B)(4): hernia recurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.